Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp, in which the customer reported "display freeze", where he saw that the display reacted normally for 20 min with a trainer and test balloon. In a proactive measure the fse replaced the video generator board and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that prior to use on a patient the screen on the cardiosave intra-aortic balloon pump (iabp) was freezing. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, e2, e3, g2, g3, g6, g7, h2, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: d5, g1(contact person).

Event description:
N/a.